Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the infusion set tubing. Reportedly, the customer changed the cartridge/tubing/site and no air bubbles were observed. The customer's blood glucose level was in the 300's (mg/dl) to the 400's (mg/dl) and it was addressed with a correction via the pump.